Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. While attempting to remove air, the operator removed three 30cc syringes of blood that was not returned to the patient, resulting in an estimated blood loss of 90cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not returning the pt's blood as instructed in the user's guide. The venous air alarm was resolved and treatment continued. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide add'l training regarding air removal process. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.